Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the 4th firing of 5 firings on stomach tissue, a reinforced stapler was unable to fire nor squeeze the handle but the surgeon was able to press the green button. The stapler was then opened with ease and a new device was placed on the same handle and the remaining two firings worked as usual. This indicated the problem was in the reload and not the handle. To complete the case, device was unloaded and a new reload was placed on the same handle and the case continued as normal. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads had full staple complements. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.